Manufacturer narrative:
E1: name of the initial reporter is unknown . The investigation into the keyboard rotary knob issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs from before the reported complaint date revealed that user had issues properly shutting down the console. The returned console was inspected on an engineering lab bench. The front enclosure was damaged where the rotary push button mounts. The hole for this component was countersunk too deep, which compromised the integrity of the plastic enclosure and allowed it break with less force. The root cause of the broken rotary encoder was due to normal use, but it was likely made weaker during servicing of the console to secure the encoder. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer reported that the automated impella controller (aic) had a broken touch button. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.